Event description:
It was reported that during the implant procedure the implantable pacing lead (ipl) exhibited high impedance, and reported possible fracture. It was also reported that the tip was not deploying, or marker not moving. The ipl was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analyst commented, lead was returned with the helix fully retracted. Helix was able to be extended and retracted within specification.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.